Event description:
As reported by the user facility: reports four events occurred in which the free flow clamp sliced the tubing. Rep states there are four lot numbers currently in use; unsure which lot (s) samples are from. During a follow-up call to the facility, the reporter stated they are not aware of any injury or intervention to the patients or staff involved in the incidents. Only one incident involved chemo. It was a minimal leak while tubing was infusing in the pump that was caught before there was any spill. Lot # 0061215408 - manufactured on: 02/2012 - expiration date on: 01/31/2015, lot # 0061285903 - manufactured on: 11/2012 - expiration date on: 10/30/2015, lot # 0061289604 - manufactured on: 12/2012 - expiration date on: 11/30/2015, lot # 0061225720 - manufactured on: 03/2012 - expiration date on: 02/28/2015.

Manufacturer narrative:
(B)(4). The four actual devices involved in the reported incidents were returned for evaluation. On two of the samples, a "cut" was observed on the tubing at the location where the flow clip would be inserted into the pump. The remaining two sets exhibited no visual cuts or abnormalities on the tubing or clip. Several attempts were made to replicate the reported incidents in which the free flow clips were placed on different locations of the same tubing and reloaded into a pump several times. Although there were indentation marks from the clip visible on the tubing, there were no cuts or holes observed on the tubing. The reported failure could not be reproduced on any other portion of the related tubings. The two sets that did not exhibit any cuts or abnormalities were functionally tested for leakage as per specification with acceptable results. In addition, all four free flow clips from all returned sets were dimensionally checked and met the required specification. An additional house retain sample was obtained in an attempt to duplicate the reported incidents. The set was loaded correctly into the pump ten (10) times with no tear noted in the tubing. Next, the set was intentionally misloaded into the pump and no tear/cut was noted on the tubing. The tubing was visually examined and showed signs of wear; however, no actual cut/hole was noted in the tubing. The DHR records for the reported lot numbers were reviewed and no nonconformance or abnormalities were noted during in-process or final product inspection. There were no other reports of this nature against the reported lot numbers. No adverse quality trends of this nature were identified during the complaint review process. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported events. However, the location of the cut observed on the two tubing sets is consistent with misloading of the set into the pump. If additional pertinent information becomes available, a follow-up report will be filed.